Event description:
It was reported that two days post implant, loss of ventricular capture was observed. Bipolar impedance was less than 200 ohms. The patient was not pacemaker dependent.

Manufacturer narrative:
No medwatch form was received.